Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one conductor wire was broken at the yaw pulley exit. The wire is detached from its connection at the grip. The instrument passed electrical continuity testing. The yaw pulley showed no signs of arcing. Failure analysis investigation also found that the yaw pulley was missing a .049 x .169 piece opposite the conductor break, which allowed the grip to move within the pulley and have a larger range of motion in the yaw. It was concluded that the damage to the yaw pulley was likely due to mishandling/misuse. No other damage was found.

Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to use of a fenstrated bipolar forceps instrument during a hysterectomy procedure, the wire instrument broke. There was no report that any piece from instrument fell into the patient. The instrument was replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.